Event description:
The customer reported he received a reading on his sensor of 44 while his blood glucose was 136 mg/dl. As a result, this activated the threshold suspend function of the customer's insulin pump. Another discrepancy in the readings was when his sensor said 96 but his blood glucose was 300 mg/dl. The customer also received many calibration errors, leading to change sensor alerts. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.